Event description:
Philips received a complaint on the v60 ventilator, indicating that the tidal volume was abnormal. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device tidal volume was abnormal and could not be used. They determined that the air oxygen flow sensor needed to be checked. The customer informed the authorized service provider (asp) that they would not use philips for the repair of the device. The customer found a third-party service to repair the device. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state:(B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the asp received on 10jan2024, it was clarified that the tidal volume was abnormal because it was too low. The customer was provided with a proposal and the customer refused the proposal, choosing to go for a third-party repair service. The asp was able to provide that the device was in the hospital repair center and confirmed that the device issue did not cause any harm to the patient. Because the customer chose to go with a third-party repair service, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.